Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (12.8 mg/ml at 5.7 mg/day), bupivacaine (20 mg/ml at 9 mg/day), and fentanyl (200 mcg/ml at 900 mcg/day) via an implantable pump for spinal pain. It was reported that the patient noticed 1-2 weeks prior to their refill that they had increased underlying pain. This had been consistent since they have had the pump. The healthcare provider (hcp) always saw that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) but it had been consistent. The last two refills had an erv of 9ml with an arv of 12ml, and an erv of 7ml with an arv of 10ml. They bring the patient back earlier than a 2ml alarm volume. Discussed drug compounding/stability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.